Event description:
It was reported that during normal follow up, high pacing and high shock impedance were observed. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.